Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received inappropriate therapy in both the secondary and alternate sensing vectors. The inappropriate shock was the result of over-sensed non-physiological noise; additionally, under-sensing was noted in the alternate sensing vector. Boston scientific technical services was contacted and is was discussed that there was evidence of electrode fracture due to the advisory inclusion. Further provocative maneuvers were recommended in-clinic to assess the s-ICD system integrity. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products were received for analysis.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received inappropriate therapy in both the secondary and alternate sensing vectors. The inappropriate shock was the result of over-sensed non-physiological noise; additionally, under-sensing was noted in the alternate sesning vector. Boston scientific technical services was contacted and is was discussed that there was evidence of electrode fracture due to the advisory inclusion. Further provocative maneuvers were recommended in-clinic to assess the s-ICD system integrity. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products are expected to be returned for analysis, but have not yet been received.

Manufacturer narrative:
The returned device was thoroughly inspected and analyzed. Visual inspection identified no anomalies. The device was able to be interrogated and a memory download was performed successfully. The device was then exposed to simulated heart load conditions, and the defibrillation and sensing functions were tested. The device operated appropriately, according to its performance specifications with no out of range measurements or interruptions in therapy output. The related returned electrode had a fracture on the distal electrode cable. The recorded noise episodes were found to be in alternate vector, which is consistent with being caused by a fracture of the distal electrode cable.

Event description:
It was reported that this patient with a subcutaneous implantable defibrillator (s-ICD) system received inappropriate therapy in both the secondary and alternate sensing vectors. The inappropriate shock was the result of over-sensed non-physiological noise; additionally, under-sensing was noted in the alternate sensing vector. Boston scientific technical services was contacted and is was discussed that there was evidence of electrode fracture due to the advisory inclusion. Further provocative maneuvers were recommended in-clinic to assess the s-ICD system integrity. The s-ICD system was subsequently explanted and replaced to resolve the event and no additional adverse patient effects were reported. Both products were received for analysis.